Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the grip, the universal cord, the light guide are all sticky and the forceps channel port is shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the grip, the universal cord, the light guide are all sticky and the forceps channel port is shaved. Based on the results of the investigation, the most probable causes are possibly damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.